Event description:
The patient complained that the device was "shocking" her. Implantation date is unknown. Per surgeon's note, there was corrosion on the inside of the lead of the vagus nerve stimulator.